Manufacturer narrative:
Product investigation: there was no reported product allegation; however, returned product analysis confirmed a device malfunction. The two dura-ii cylinders were visually inspected and functionally tested. One cylinder exhibited a broken wire bundle. This cylinder had a hole in the outer dip coat that was the result of avulsion. The other cylinder had a hole in the inner tube due to avulsion. Both cylinders failed the bend test. They failed to maintain rigidity with no spring back. The product record review indicated that the identified device malfunctions do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a device malfunction was identified during product analysis that could be traced to a component failure. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that this malleable penile prosthesis (mpp) was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet specification.